Manufacturer narrative:
Continuation of d10: product ID 37761 , serial# (B)(6), product type recharger. H3: product ID 37761 , serial# (B)(6) was returned and the analysis shows that the device was scrapped due to unneeded supply of inventory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial#: (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a loose desktop charger connector pin. Pt reported that yesterday, they tried to charge their implantable neurostimulator (ins) battery, and their ins charged to 100%, and then when they went to charge the recharger, they had it plugged into the ac power supply all day, and the recharger never incremented past the 25% mark. Pt said it would show that it was pulsing towards 25%, but it would not go any further than that. Pt had the recharger plugged up all day yesterday and this morning, but was unable to get the recharger to 100%. Pt confirmed that the green light was on the ac power supply. Pt mentioned that the connection part of the cord seemed to be loose. A replacement desktop charger (dtc) was sent out. No symptoms were reported.